Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] insomnia [insomnia] dorsal pain [dorsal pain] nerve pain [nerve pain] forgetfulness [forgetfulness] headaches [headache] auto-immune problems [autoimmune disorder] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criterion intervention required), insomnia ("insomnia"), back pain ("dorsal pain"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), headache ("headaches") and autoimmune disorder ("auto-immune problems"). At the time of the report, all of the events had resolved with sequelae. The reporter considered autoimmune disorder, back pain, headache, insomnia, memory impairment, neuralgia and pelvic pain to be related to essure administration. Reporter seriousness for insomnia, dorsal pain, pelvic pain, nerve pain, forgetfulness, headaches, auto-immune problems.: intervention required. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] insomnia [insomnia] dorsal pain [dorsal pain] nerve pain [nerve pain] forgetfulness [forgetfulness] headaches [headache] auto-immune problems [autoimmune disorder] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criterion medically important), insomnia ("insomnia"), back pain ("dorsal pain"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), headache ("headaches") and autoimmune disorder ("auto-immune problems"). At the time of the report, all of the events had resolved with sequelae. The reporter considered autoimmune disorder, back pain, headache, insomnia, memory impairment, neuralgia and pelvic pain to be related to essure administration. Reporter seriousness for insomnia, dorsal pain, pelvic pain, nerve pain, forgetfulness, headaches, auto-immune problems.: intervention required. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-oct-2024: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], insomnia [insomnia], dorsal pain [dorsal pain], nerve pain [nerve pain], forgetfulness [forgetfulness], headaches [headache], auto-immune problems [autoimmune disorder]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criterion medically important), insomnia ("insomnia"), back pain ("dorsal pain"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), headache ("headaches") and autoimmune disorder ("auto-immune problems"). At the time of the report, all of the events had resolved with sequelae. The reporter considered autoimmune disorder, back pain, headache, insomnia, memory impairment, neuralgia and pelvic pain to be related to essure administration. Reporter seriousness for insomnia, dorsal pain, pelvic pain, nerve pain, forgetfulness, headaches, auto-immune problems.: intervention required. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-oct-2024: patients full name added. Reporter contact details updated. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.